Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are receiving threshold suspend alarm. The customer's blood glucose level was 222mg/dl, and their sensor reading was 36.92mg/dl. Troubleshoot was conducted. The customer was advised on proper sensor insertion and placement. No further assistance was needed at this time.